Manufacturer narrative:
No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. A tear was observed in the exposed portion of the soft cannula and fluid was found to leak from the intended fluid path through the tear. The cause and timing of the tear is unknown and as a result it cannot be conclusively determined if the observed damage contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to 344 mg/dl while wearing the pod between 36 and 48 hours.